Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. Patient underwent excision of mesh on (B)(6) 2009 due to erosion.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent diagnostic laparoscopy, lavh, anterior and posterior repair, enterocele repair and cystoscopy due to pop, sui and pelvic relaxation. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent posterior colpoperineorrhaphy on (B)(6) 2009. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.